Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off and returned for analysis, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior fusion with the concomitant device (spinal screw) and the medical device (driver). Post-op, after bone union was achieved, revision was performed for removal of implant. During this removal surgery, driver fragment(s) (broken during insertion of implants in the initial operation) was found in the patient's body (specifically, in the non break-off set screw that was implanted in the initial surgery). Reportedly, the metal fragment was retrieved and the explanted screw was returned to the patient. No patient complications were reported. Reportedly, the patient issue had been resolved.

Manufacturer narrative:
Corrected information: device evaluation anticipated, but not yet begun. Review of submitted image appears to display fractured driver tip, with deformation and visual indication of torsional shear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.